Event description:
Following information gathered, the movable rail detached from the fixed rail. The ceiling installation system was used with the patient however no injury was claimed. The device evaluation confirmed the problem. The movable rail was reattached.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Manufacturer narrative:
The kwiktrak ceiling installation system with an x-y layout consists of two parallel-mounted fixed tracks and one mobile track that travels along them. The ceiling lift is attached to the mobile track. The device evaluation confirmed the problem. The mobile rail was reattached. There was no failure of the rail components observed during inspection. It was confirmed that the patient's weight was within the safe working load (swl) for the ceiling installation system used. The investigation revealed that the mobile rail may have detached due to the absence of end stoppers at the top of the mobile track. These components are critical for preventing longitudinal movement and potential dislodgement of the track from the trolley (component that connects fixed track with the mobile track). However, this hypothesis was not confirmed by the arjo technician. The device evaluation indicated that the end stoppers were assembled into the mobile rail. Although the end stoppers were present, it remains uncertain whether they were correctly tightened at the time of the incident. Kwiktrack x-y track system installation instructions (document no. (B)(4) includes information how to correctly assemble and maintain the installation. Based on that, the trolley needs to be inserted on the mobiletrack and the screws need to be torqued on the fixed trolley. Then, the end stoppers should be put in place and torqued. According to the document: ¿using kwiktrak end stoppers in the x-y track system makes the installation safe by preventing the x-y mobile track from shifting sideways if the end of the track is subjected to a violent impact.¿ the last preventive maintenance was performed on 20 january 2025, during which no issues were identified. The device was found to be within manufacturing specifications. To sum up, given that no issues were identified during the last preventive maintenance and the device evaluation did not confirm any component failures, the root cause of the mobile track detachment remains inconclusive. Arjo device failed to meet its specification since a mobile track detached. The device was used for a patient transfer when the event occurred. The complaint was decided to be reportable due to the mobile track detachment.

Manufacturer narrative:
The analysis of all gathered information and the device evaluation results is still ongoing. The results will be provided upon conclusion of the investigation.